Event description:
During a ptca/stenting procedure in an unknown vessel, a perforation occurred. The lesion was pre-dilated and then physician successfully placed an express2 32mm x 3.0mm stent in the mid-vessel. The express2 32mm x 3.5mm was being used to overlap this stent and stent mid-vessel to the ostium of the vessel. The stent was deployed at 16 atm's when the vessel perforated at the overlapped section of the stents. The pt became extremely unstable and was taken to surgry for repair of the perforation. The pt died approximately one week later. No add'l info is available at this time.